Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The initial result was 1.8 inr and the repeat result was 1.3 inr. The patient was not anemic, had no recent illness, took no direct thrombin inhibitors, and had no antiphospholipid antibodies. The coumadin dosage was not changed. There was no allegation of an adverse.

Manufacturer narrative:
The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr and 2.1 inr; donor hct: 48% and 49%. Testing results: donor 1: masterlot / customer meter and masterlot, 2.5 inr/ 2.5 inr; donor 2: masterlot / customer meter and masterlot; 2.2 inr/ 2.2 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.